Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation could not confirm that the lens was difficult to clear, even with the supply of air and water. However, the evaluation did confirm the presence of a foreign object attached to the objective lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Before sending the device to olympus, the customer cleaned, disinfected, and sterilized it. The nature of the foreign material remains unknown. There were no delays in the precleaning process, and no abnormalities were observed in the accessories used for reprocessing. The air/water nozzle was diligently wiped and brushed with clean lint-free cloths, brushes, and sponges.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the objective lens was unable to be further specified. Moreover, there was no confirmation of any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. However, in order to prevent a recurrence, it is suggested that the user facility review the manner of device handling in accordance with the instructions for use, and to continue to perform pre-use inspections and periodic inspections. Olympus will continue to monitor field performance for this device.